Event description:
It was reported that the nurse stated that arctic sun device alerting 02 low flow. Water flow rate (wfr) was 0.6 l/m. Hypothermia cool patient targeted temperature (tt) was 33.5c, patient temperature (pt) was 33.5c, water temperature (wt) was 32.8c, water flow rate (wfr) was 0.6l/m neonatal pads in place. Walked through stop therapy, empty pads and disconnect. Straightened lines. Nurse notes visible kink. Reconnected and restarted therapy. Wfr stabilized at 0.4 l/m. Walked through stop therapy, empty and disconnect. Placed device in manual control at 33c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 25.7c, outlet control temperature (t2) was 26c, inlet temperature (t3) was 27.6c, chiller temperature (t4) was 6.7c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 44 percentage, mixing pump command (mpc) was 0, heater was 66 percentage, water reservoir level (wrl) was 3, system hours were 3332.4 and pump hours were 3138.2. Added back pads while in manual control. System diagnostics showed that the outlet monitor temperature (t1) was 32.8c, outlet control temperature (t2) was 32.8c, inlet temperature (t3) was 29.5c, chiller temperature (t4) was 6.4c, water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -9 psi, circulation pump command (cpc) was 39 percentage, mixing pump command (mpc) was 0, heater 9. Walked through stop therapy and disabling manual control. Restarted therapy and water flow rate (wfr) was stabilized at 0.5 l/m. Advised to swap out to new set of pads. Set these aside for follow up and return. Lot number not available. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.